Manufacturer narrative:
The product was returned; however, investigation is not yet complete. No conclusion is made at this time.

Event description:
During coil embolization of an aneurysm at the patient¿s middle meningeal artery the physician could not detach the orbit galaxy (640hx204/17040510) with a dcs syringe ii (635-002/(B)(4)). Another dcs syringe ii (also 635-002/(B)(4)) could not pressurize to the green zone and could not detach another orbit galaxy (640cf0308/lot unknown).

Manufacturer narrative:
Two units of non-sterile orbit galaxy coils and two dcs syringe ii were received coiled inside of a plastic bag. No damages were noted on syringe ii¿s. As two similar devices were returned and it cannot be determined which unit was first orbit galaxy used in the procedure and which was the second, the investigation for both units will be included here and the units will hereto be referred to as ¿unit 1¿ and ¿unit 2.¿ conclusion unit 1: on unit 1 the hypotube was inspected and it was found kinked. The introducer was received un-zipped without any damage. The support coil, gripper and embolic coil were received outside of introducer. The support coil and gripper were found without any damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was inspected no damages were noted on it while the embolic coil was found stretched. No obstructions or damage were noted on the purge hole of the gripper. The functional test was performed. Using the syringe 635-002 received connected to the galaxy, the orbit galaxy purged on the blue zone; the pressure gauge was increased to the green zone and the coil was detached. The review of lot 17040510, which is one of the lots of coils reported in the complaint revealed no anomalies that were considered potentially related to the reported complaint. The failure reported by the customer that the coil could not be detached was not confirmed during the functional test. The damage found on the device could not be conclusively determined. Neither the analysis nor the DHR for one of the lots in the complaint suggest that the failure reported could be related to the manufacturing process; additionally inspections are in place that prevents these kinds of damages leaving from the facility. Therefore no corrective actions will be taken at this time. Conclusion unit 2: on unit 2 the hypotube was inspected and it was found kinked. The introducer was received un-zipped without any damage. The support coil and gripper were received outside of introducer. The support coil and gripper were found without any damage while the embolic coil was not returned. The gripper was inspected under microscope; the gripper was found without damage. No obstructions or damage was noted on the purge hole and gripper also marks of the embolic coil were attached to the gripper can be observed. The functional test could not be performed due to embolic coil was not returned. As mentioned, the review of lot 17040510, which is one of the lots of coils reported in the complaint revealed no anomalies that were considered potentially related to the reported complaint. The failure reported by the customer as that the coil could be detached could not be evaluated on unit 2 because the embolic coil was not returned for evaluation. The failure experienced by the customer and the damages found on the device could not be conclusively determined; neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Event description:
During coil embolization of an aneurysm at the patient¿s middle meningeal artery the physician could not detach the orbit galaxy ((B)(4)) and another orbit galaxy fill coil (details unknown) with two dcs syringe iis (both (B)(4)). One of the two syringes could not pressurize to the green zone. The artery was moderately tortuous but not calcified. It was reported that a synchro ii (stryker, type unknown), a fubuki (asahi intecc, type unknown), and an excelsior sl-10 (stryker, type unknown) were also used for the above procedure. No details of the accompanying devices are available. After successfully positioning the orbit galaxy ((B)(4)) coil into the target aneurysm, the physician turned the knob of the first complaint syringe to detach the coil, however it was not detached. It is unknown whether any other coils were detached with the syringe prior to this coil. The syringe was replaced with the second complaint syringe, and the complaint coil was also replaced with different coils (orbit galaxy fill 3x8, lot unknown). When using the second syringe the physician was successful in detaching two other orbit galaxy fill coils (details unknown) in the aneurysm, but when detaching the next orbit galaxy fill (details unknown), the pressure of the second complaint syringe did not increase to the green zone, and the physician was unable to detach the coil. The syringe was replaced with a different product, and the procedure was completed without further issue. Nevertheless, due to the event it was delayed for 10 minutes. There was also no patient injury/complications reported. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. The coils were prepared per the IFU without difficulty. Prior to use, no defect (kink, bends, etc.) Was noted on the products by visual inspection.

Manufacturer narrative:
Also no damages were reported on the devices after the event. There was no stretching or unintended detachment of the coil observed in the vessel or in the microcatheter. It is unknown whether either syringe was taken to the red alternative zone. No other anomalies were reported. The complaint products will be returned for evaluation. No further information is available. The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.